Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observsation confirmed that only the proximal segment of lead was returned and it was found to be severed 11 cm from is-1 terminal pin. There were setscrew marks noted on all terminal connectors. There were no conductor fractures observed.

Event description:
--

Manufacturer narrative:
This lead is undergoing detailed analysis at this time. Once analysis is complete, this event will be updated.

Event description:
Boston scientific received information that multiple episodes of noise and oversensing were noted on the patient's right ventricular (rv) lead. This lead had been implanted under the patient's clavicle and fracture was seen at explant. As a result the lead was surgically abandoned and successfully replaced. To date, no adverse patient effects have been reported.